Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that an infection immediately after the device was implanted. The patient states that the device was installed on may 1st and the injection site did not heal. They stated hcp wants to take the device out but the patient does not want to and thinks ¿it is better.¿ the patient is currently taking antibiotics for the infection and thinks it is healing well. The patient states the device is working for her bladder symptoms and does not want it removed.